Manufacturer narrative:
The event of lymphadenopathy is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: lymphadenopathy.

Event description:
Patient reported right side ¿persistent swelling of one breast¿, ¿a slight increase in regional lymph nodes¿, and ¿we are talking about the need to remove implants and contractures¿. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Additional, changed, and/or corrected data.

Event description:
Device has been explanted.

Event description:
Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the photographs identified one curved opening, fold creases and red particle material on the gel. Device analysis performed through photographs, due to the impossibility to perform microscopic analysis it is not possible to determine the most likely failure mode.